Manufacturer narrative:
Concomitant medical products: 4675 lead, implant date (B)(6) 2016; dtba1q1 crtd, implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on current electrograms (egm) and recorded ventricular fibrillation episodes causing inappropriate pacing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.